Event description:
It was reported that a dissection occurred. The 80% stenosed, diagonal target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Following pre dilation using a 2.00 x12 mm non-complaint balloon, a 2.50 x 24 mm promus premier stent was deployed successfully at 16 atm for 12 seconds. The stent was post dilated with a 2.75 x 12 mm non-compliant balloon and a distal edge type b dissection was then noted. The patient experienced slow flow. The dissection was covered with a 2.25 x 12 mm synergy stent and the procedure was completed successfully. The patient was stable post procedure.